Manufacturer narrative:
(B)(4). As per facility's biomedical technician the device was wet with saline and admitted that it was a customer misuse and not due to normal wear. Biomedical technician added that no part to be returned since they are going to keep it. As per field service representative (fsr), he replaced the defective module. The unit operated to manufacturer specifications. This complaint is related to (B)(4) / medwatch #1828100-2017-00061. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cbp) procedure, the air bubble detector module would not boot up. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.